Event description:
It was reported that during a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 90% stenosed target lesion located from the mid left anterior descending artery to the diagonal branch. After pre-dilation, an unspecified promus element plus stent was advanced and deployed. Post dilation was required due to poor stent expansion and apposition. After post dilation, it was noted that thrombus had formed from the middle of the stent to the proximal edge. An aspiration catheter was used to successfully remove the thrombus. Intravascular ultrasound was then used to confirm that a vessel dissection did not occur and to successfully complete the procedure. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for he product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.